Event description:
No fluid got into the controller during the event and the controller was functioning properly.

Manufacturer narrative:
Section d6a: date of implant inadvertently reported in initial report and is not applicable for this device manufacturer's investigation conclusion: evaluation of the patient¿s shower bag could not confirm the report of water ingress. The gogear shower bag was returned in used condition. The bag was returned unzipped. The external portion of the bag did not show any damage or wear to any of the seams, zippers or fabric that could have contributed to a potential leak. The bag was mounted in a sink and sprayed directly with water for over 15 minutes. Following the test, there were visible water droplets observed inside the bag and the interior surfaces felt wet to the touch. However, due to the nature of these droplets sitting on the surface of the bag it is likely that these droplets fell into the bag when the bag was opened during testing. Therefore, the evaluation of the shower bag did not reproduce the reported moisture ingress. Additionally, no tears were observed in the interior or exterior of the shower bag. No adverse patient consequences, alarms, or functional issues with the left ventricular assist system (lvas) were reported in association with the event. The device history records could not be reviewed because the correct lot number was not available. The provided number was 646555, how this is not a valid number. Clarification on the number was requested, however it was reported that 646555 was the number available. This product is not serialized. The lot number is not printed on the product and is only available on the box/at the time the product is opened. This is not an out of box failure and the failure mode was not noticed at initial use. The heartmate ii lvas IFU is currently available. This document states in the ¿caring for your gogear shower bag¿ section that users should periodically inspect their gogear shower bag for damage or wear. This section further states ¿if you have problems or questions about your gogear shower bag, your hospital contact person can assist you.¿ the IFU also provides instructions on using and assembling the shower bag. The IFU further warns that the shower bag must dry completely between uses. After showering, the exterior should be wiped with a clean, dry towel and the bag should be allowed to drip dry completely before being used again. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that while the patient was taking shower, water entered inside the shower bag. The bag had been used for less than a year; therefore, the patient requested the replacement.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.